Event description:
It was reported that during implant high impedance was observed. The physician felt that the high impedance was caused by a perforation. The lead was repositioned during the implant procedure and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.